Manufacturer narrative:
(B)(4). Stopped receiving ventilation and switched to another ventilator.

Event description:
Reportedly, the pump in the ventilator stopped working while on a pt. The pt was transferred to the hospital and connected to a hospital ventilator. Please note that there was no serious injuries in this case.